Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated prolactin result for a 21-year-old female when compared to the roche method. The following results were provided: (B)(6) 2023. Sid: (B)(6). Initial result 41.10 ng /ml, sent to biomnis repeated on cobas roche result = 22.2 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 44167ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review for lot 44167ud00 did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency with the alinity I prolactin assay for lot 44167ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information in section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
Additional information received from the customer the result with the hbt tube: 41.3 ng/ml no impact to patient management was reported.